Manufacturer narrative:
Technician found the bed in ed. All four casters were faulty and could swivel in brake position. Replaced all four casters to resolve this issue.

Event description:
Complaint alleged that all 4 brake casters swivel when in brake position. No injury alleged.